Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an order for phenobarbital infusion was placed on (B)(6) 2019 at 2100 and was entered on the facility's electronic health record (ehr) "epic" interoperability software as a weight based order dose of 20mg/kg (patient's weight is (B)(6)) = 66.3mg. The medication was ordered to infuse over 20 minutes through syringe pump and was successfully programmed, on second attempt, using device interoperability. It was noted on device log review that the dose recorded was 39.18mg/kg instead of the ordered dose 20mg/kg. The discrepancies appear to be noticed during the programming steps which prompted the rn to change certain fields before starting the infusion. Per recorded data, patient received 65mg instead of ordered dose of 66.3mg. The next day (B)(6) 2019 at 0000, the ordered dose for phenobarbital was non-weight based dose of 17mg. The correct dose was charted on interoperability software but device data indicated a dose of 65mg. The user was unable to confirm exact dose received by the patient as the documentation conflicts. The event occurred in neonatal ICU. There was no patient harm.

Manufacturer narrative:
Correction: b.4 & g.4

Event description:
It was reported that an order for phenobarbital infusion was placed on august 13, 2019 at 2100 and was entered on the facility's electronic health record (ehr) "epic" interoperability software as a weight based order dose of 20mg/kg (patient's weight is 3.318kg) = 66.3mg. The medication was ordered to infuse over 20 minutes through syringe pump and was successfully programmed, on the second attempt, using device interoperability. It was noted on device log review that the dose recorded was 39.18mg/kg instead of the ordered dose 20mg/kg. The discrepancies appear to be noticed during the programming steps which prompted the rn to change certain fields before starting the infusion. Per recorded data, patient received 65mg instead of ordered dose of 66.3mg. The next day (B)(6) 2019 at 0000, the ordered dose for phenobarbital was non-weight based dose of 17mg. The correct dose was charted on interoperability software but device data indicated a dose of 65mg. The user was unable to confirm exact dose received by the patient as the documentation conflicts. The event occurred in neonatal ICU. There was no patient harm.

Manufacturer narrative:
The event occurred in the nicu; patient presumed to be an infant. The customer¿s report of ¿recorded medication dose varied between device and interoperability software¿ was confirmed through a review of the device logs.. Physical inspection noted the device noted no damage or any anomalies. The log review found a remote IV with an initial dose logged as 20 mg/kg with the following settings per epic: drug amount = 130 mg, diluent volume=2 mls, patient weight = 3.318 kg. The first infusion on (B)(6) 2019 was weight based therefore the dose was calculated to 39.18 mg/kg. A vtbi of 1 ml is set to infuse at 3 ml/h. The guardrails prompt appears notifying the user the current calculated dose is above the soft limit for guardrails. ¿yes¿ was pressed by the user to proceed and then the infusion began. The user paused the infusion shortly after the infusion started. Another remote IV was received for the same pump. The user changed the programming for the drug amount manually from 130 mg down to 65 mg. This changed the calculated dose down to 19.5901 mg/kg. At the same time the diluent volume was also changed from 2 ml down to 1 ml. The infusion was started and infused as expected. Similarly, another infusion was started the next day through remote IV but this infusion was not weight based like the previous infusions. The vtbi was 0.26 ml and the calculated rate was 0.78 ml/h. The syringe module was operating as designed. The cause of the report was identified to be due to programming.

Event description:
It was reported that an order for phenobarbital infusion was placed on (B)(6) 2019 at 2100 and was entered on the facility's electronic health record (ehr) "epic" interoperability software as a weight based order dose of 20mg/kg (patient's weight is 3.318kg) = 66.3mg. The medication was ordered to infuse over 20 minutes through syringe pump and was successfully programmed, on second attempt, using device interoperability. It was noted on device log review that the dose recorded was 39.18mg/kg instead of the ordered dose 20mg/kg. The discrepancies appear to be noticed during the programming steps which prompted the rn to change certain fields before starting the infusion. Per recorded data, patient received 65mg instead of ordered dose of 66.3mg. The next day (B)(6) 2019 at 0000, the ordered dose for phenobarbital was non-weight based dose of 17mg. The correct dose was charted on interoperability software but device data indicated a dose of 65mg. The user was unable to confirm exact dose received by the patient as the documentation conflicts. The event occurred in neonatal ICU. There was no patient harm.